Event description:
It was reported in a journal article, that during a microlaryngeal surgery, while using the ventilation tube, stridor (high pitched wheezing sound) was experienced immediately after the tracheal extubation at the conclusion of surgery. Re-examination under anest hesia showed an edematous right vocal cord that necessitated tracheal reintubation and transfer to the pacu while breathing spontaneously through the endotracheal tube. There were no other postoperative respiratory or cardiovascular complications in the pacu.

Manufacturer narrative:
No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. Neither the device in question, applicable imaging films, or medical records was returned to the manufacturer for evaluation. The report is inconclusive as to the cause of the reported product problem. If the device is returned in the future, product analysis may be performed. Without the receipt of the lot # and /or the serial #, the return of the device since initial distribution cannot be determined. The information reasonably suggests that a device in question has malfunctioned as defined by the FDA . No event date provided. (B)(4). Device description: the hunsaker mon-jet ventilation tube is a small diameter, dual-lumen tracheal tube. The overall length of the device is approximately 33 cm, including a positioning structure on the distal end of the tube intended to maintain the position of the jet tube in the central portion of the lumen of the trachea. The larger diameter lumen of the tube is intended for the intermittent jet ventilation delivery of oxygen. The smaller diameter tube lumen is intended to be connected to a gas monitor for monitoring of respiratory gasses and/or airway pressures. An internal stainless steel wire is provided within the larger lumen tube to facilitate extubation in the event of laser damage to the tube. Both the jet tube and the monitoring tube are fitted on the proximal end with a luer type fitting for connection to operating room gas supplies and monitoring equipment. The hunsaker mon-jet ventilation tube is provided sterile and is intended for single use only. The hunsaker mon-jet ventilation tube is intended to be used as a device for ventilating the patient by the administration of pressurized anesthesia gases, a technique referred to as jet ventilation, in microlaryngeal surgical procedures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.